Event description:
It was reported that during a da vinci¿assisted pulmonary lobectomy procedure, uncontrolled intraoperative bleeding occurred. Bleeding was noted from the thoracic aorta. After the camera was cleaned and the maryland bipolar forceps instrument was re-grasped, sudden tension developed on universal surgical manipulator (usm) #3. The surgeon was unable to control the maryland bipolar forceps instrument, and it punctured the thoracic aorta, resulting in an estimated 500 ml blood loss. The case was converted to an open thoracotomy. The surgeon clamped the vessel, used cellsaver to recover blood, repaired the aorta with sutures, re-clamped, and placed a dacron tt prosthesis. Two units of packed red blood cells were transfused to treat the unexpected blood loss. The patient was transferred postoperatively in stable condition. Recovery has been favorable to date, with no additional complications reported related to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.